Manufacturer narrative:
The device was returned and e\valuated. The evaluation results are as follows: the complaint about the needle button release could not be confirmed. The device passed needle mechanism testing with no issue observed.

Event description:
Patient reported that on (B)(6) 2019 the adhesive pad fell off the side of his chest after 3 hours of it being applied. Patient stated the device was placed just below his nipple area. Patient no longer has the device in question. Patient is no longer using v-go and has returned to his previous therapy.